Event description:
During surgery, surgeon released the hydraulic feet of the immobilization system because he wanted to move the robot. After moving the robot, he tried to set the hydraulic feet but it was not working anymore. Surgeon unscrewed manually the hydraulic feet to immobilize the robot for the end of surgery.

Manufacturer narrative:
The preliminary analysis had shown wear and tear as the root cause. However further investigation was not able to confirm the cause. A CAPA was opened, (B)(4), to further investigate user reported issues with the hydraulic stability system.

Manufacturer narrative:
Root cause identified is wear tear. The pin between motor and hydraulic pump broke down: the motor was working but did not move the pump. Motor and pump were both changed to fix the problem.